Manufacturer narrative:
(B)(4). Attempts are being made to obtain additional information. Upon receipt if new relevant information, a follow-up report will be submitted.

Event description:
As reported by the affiliate, after ten months, a certas inline valve only could not be reprogrammed and was revised. It was replaced with a certas plus with siphonguard. The device will be returned.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: the device was returned for evaluation. The valve was visually inspected; there were needle holes in the needle chamber. The valve was tested for programming and passed. The valve was flushed; no occlusions were noted. The valve was leak tested and only leaked from the needle holes in the needle chamber. The valve was reflux tested and passed. The valve was then pressure tested and passed. A review of manufacturing records could not be performed, as no valid lot number was provided. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as expected. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.